Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient received a trident ceramic on ceramic hip system. It was further alleged that the patient is experiencing "squeaking and pain in the hip."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.